Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. Run rule triggered above the +3sd, in sept 2021, for the overall control chart and 'other-no malfunction" which is addressed in crf. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a

Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were starting to fray apart. The wire, outer protective sheath, and the layer between them started coming undone early in the case. Aside from that, the product functioned normally and the case was completed using the device, and after the case the device was discarded. No patient harm took place. No pieces of the jaws fell off into the patient tunnel.